Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular lead was exhibiting high capture threshold. There were no patient consequences and the patient will continue to be monitored.